Event description:
The caller reported an issue with the touchscreen responsiveness of a pump, with the screen turning off too quickly. The customer declined to provide specific blood glucose levels. Technical support instructed the caller to adjust the screen timeout setting to 15 seconds and wait for the screen to timeout, resolving the issue as it occurred in the past.